Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it was partially deployed with the thumb advancer still at the proximal position. The garage leaves were bent and twisted from striking and carving the flex-guide completely during the initial thumb advancement. The exchange sheath was also torn and ripped by the damaged garage leaves. These findings confirm the reported experience. During the internal examination the catch, trigger pin and pusher block were intact evidencing the clip had not been deployed. The proximal location of the carving indicates that the damage to the flex guide occurred during thumb advancer initial deployment. The most probable root cause for this type of damage is due to the flex-guide, tube set and tissue tract not being correctly aligned during thumb advancement. This misalignment caused the support tube to strike the flex-guide and stop. The garage leaves were unsupported, thereby striking and carving into the flex-guide during thumb advancement, subsequently preventing the completion of the thumb advancer stroke and sheath slitting. Per the instructions for use (IFU), the device is to be stabilized at the angle of the tissue tract during plunger deployment. Also other causes for this type of event are failure to maintain a straight position of the flex guide during plunger stroke (click 2) or the thumb advancer stroke (click 3) and/or deploying the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint database was performed and there were no similar complaints within this lot at the time this investigation was performed.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, during sheath splitting, carving occurred. The device was removed and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). (B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.